Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vascular occlusion as potential complications associated with use of the device.

Event description:
It was reported that the stent was used to treat an acom aneurysm and was implanted from left a1 to right a2. Immediately after the stent was implanted, blood flow in left a2 deteriorated and prasgrel was administered. After a while, ozagrel was additionally administered. Since the blood flow became stable, the procedure was completed. The physician assumed that clopidogrel (prasgrel) may not have worked and cross flow may have affect this event.